Event description:
Additional information was received stating that the cause of the failure to open/premature opening was not determined. The pushwire was not rotated or pulled back at any time during the procedure. The pipeline failed to open in the proximal and middle sections. The pipeline had not been placed in a vessel bend when it failed to open. Resheathing was attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex and marksman catheter were returned inside the inner pouch, biohazard bag, and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal, middle, and proximal were found opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. The catheter tip, marker and body were examined; no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub, lumen, and tip without issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device, the patient had a left c4-c5 segment unruptured, saccular aneurysm with moderate vessel tortuosity, accessed via the femoral artery with a diameter of 10 mm. The aneurysm dimensions measure a max diameter of 4 mm and a neck diameter of 4 mm. Landing zone: distal: 4.2 mm and proximal: 4.9 mm. The procedure was complicated by difficulty in catheter placement due to tortuous blood vessels. After the first deployment, the stent fell off and was retrieved. During the second deployment, the stent could not be opened despite numerous adjustments, leading to the withdrawal of both the stent and the catheter. It was found that the front end of the stent was damaged and could not be opened outside the body, and the front end of the catheter was also damaged. Dual antiplatelet treatment was administered, and the angiographic result post-procedure showed smooth blood flow. The product was explanted and replaced. The patient had a medical history of hypertension grade 3. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 228242110); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.